Event description:
It was reported that guidewire fracture occurred. The non-stenosed target lesion was located in the moderately tortuous and non-calcified vessel. A 200cm x 10cm gw fathom-14, angled tip guidewire was selected for embolization of intracranial aneurysm. During the procedure, the distal end of the guidewire was fractured when it reached the middle cerebral artery. The length of the fractured guidewire was approximately 7cm. The guidewire was simply pulled out, and the fractured guidewire was removed. The procedure was completed with another of the same guidewire. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the gw fathom periph device was returned to our post market quality assurance laboratory. Visual and microscopic inspection of the device was performed and identified that the guidewire distal tip returned detached. The device was inspected under magnification, and it was possible to see that the guidewire distal tip was detached. However, it was not possible to observe any stretched in the distal tip only the detachment. This concludes the product analysis.

Manufacturer narrative:
E.1. - initial reporter address 1 and phone: (B)(6).

Event description:
It was reported that guidewire fracture occurred. The non-stenosed target lesion was located in the moderately tortuous and non-calcified vessel. A 200cm x 10cm gw fathom-14, angled tip guidewire was selected for embolization of intracranial aneurysm. During the procedure, the distal end of the guidewire was fractured when it reached the middle cerebral artery. The length of the fractured guidewire was approximately 7cm. The guidewire was simply pulled out, and the fractured guidewire was removed. The procedure was completed with another of the same guidewire. There were no patient complications as a result of this event, and the patient was stable post-procedure.